Event description:
Patient revised on (B)(6) 2020, due to dislocation approximately 2 years after primary surgery on (B)(6) 2018. According to the field representative, the dislocation was caused by some kind of trauma to the shoulder, but additional details were unavailable. Surgeon explanted the 135/145 36/+3 standard humeral cup and replaced it with a 135/145 36/+9 standard humeral cup.